Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and also stated that customer alleging possible insulin pump under delivery. The customer blood glucose level was 262 mg/dl at the time of incident and other blood glucose was 335 mg/dl and 332 mg/dl. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that there was air bubble in the reservoir and customer was able to remove it successfully. The insulin pump will not be returned for analysis.